Manufacturer narrative:
The insulin pump had unresponsive button due to corroded up arrow keypad trace. No numbers on display ramping noted during testing.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer reported that the numbers were ramping on the screen and buttons were unresponsive. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.